Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced small bowel herniating over mesh, inflammation, lysis of adhesions and removal of symbotex mesh with new symbotex mesh placed, placement of wound vac, abdominal wall abscess developed, incision and drainage of abscess. Treatment provided for these conditions include removal and replacement surgery.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral incisional hernia. It was reported that after underlay implant, the patient experienced an abdominal wall abscess, induration and erythema around the wound. Post-operative patient treatment included incision and drainage of abscess and placement of wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an abdominal wall abscess. Post-operative patient treatment included incision and drainage of abscess and placement of wound vac.